Event description:
There was no allegation of a product malfunction; however, a product malfunction was indicated by the request of battery part number. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.